Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The nail was classified as primary product by the event description. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection of the nail itself was not possible because it was not provided for investigation. Also surgery reports, x-rays, information about the patient history and circumstances were not provided. Therefore the root cause of the reported nail breakage could not be determined. The IFU contains several adverse effects and contraindications that can lead to an implant failure like breakages, i.e. Poor bone quality, no bone consolidation, postoperatively weight bearing, obesity, additional trauma, intra-operative implant damages. If one or more of the listed adverse effects did cause or did contribute to the nail breakage could not be confirmed due to missing information. No manufacturer related issues were found during the review of the DHR; based on the given information a manufacturing issue can be excluded. No non-conformity identified. Device not returned.

Event description:
We received a user report from the ca bfarm. It is reported by the surgeon, that the nail is broken. Implantation was on (B)(6) 2014.

Event description:
We received a user report from the (B)(6). It is reported by the surgeon, that the nail is broken. Implantation was on (B)(6) 2014.